Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 19 occurred. Reportedly, the customer removed the cartridge without following the prompts on the pump screen when the alarm 19 occurred. Blood glucose was 240 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue (alarm 25) was verified in the pump logs; however, no failure was identified. The alleged malfunction (alarm 19) was verified.